Event description:
Adverse event(s): "low intraocular pressure" (no code available). Product problem(s): "none reported" (no info [shunt]). A surgeon reported a pt with low intraocular pressure following shunt implantation. At day 1, it was observed that the anterior chamber (a/c) was deep and iop was 8mmhg. At day 3, the anterior chamber was flat and iop was 3 mmhg. Then, at day 10, the surgeon reported deepening the anterior chamber with viscoelastic during an additional surgical procedure, but it was flat the next day. At day 13, "still flat a/c with total choroidal" detachment. The surgeon reported that there is no evidence of a leak or large bleb. The surgeon also reported having tried pressure patching for 48 hours at a time and even with a soft contact lens, but had "no effect." He stated that he believes he is dealing with ciliary body shutdown because the pressure is so low. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 06/29/2010, 07/01/2010, and 07/19/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).